Manufacturer narrative:
Section a: there was no patient involved. Section d4: expiration date and manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the oxygenator created a whistling sound after being primed and air was leaking out of the top of the oxygenator even though air was not hooked up. The oxygenator was removed from the circuit to be returned.